Manufacturer narrative:
(B)(4).

Event description:
An unk size endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was reported to be severely calcified with 100% stenosis and severe diffuse disease. It was reported that the proximal rca was successfully implanted with an endeavor drug-eluting stent using a thrombectomy device. The mid and distal rca had also received endeavor drug-eluting stents. It was reported that an unk size endeavor drug-eluting stent was attempting to cross a lesion in the rca; it was unable to cross the lesion. It was reported that upon removal the endeavor drug-eluting stent dislodged within the rca and was successfully retrieved with a snare. No clinical sequelae were reported and the pt is fine.